Event description:
The fe reported that the system displayed communication error and would not perform fluoroscopy. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and ps1 power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.